Event description:
It was reported that signal loss over one hour occurred for the g7 receiver and transmitter with serial number (B)(6). However, data for the g7 android application and transmitter with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).